Event description:
A needle used to inject local anesthesia broke off from the hub and was buried in the pt's tissue. Needle was removed under fluoroscopy. Dates of use: (B)(6) 2011. Reason for use: paracentesis.